Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the incomplete coaptation could not be determined. The reported recurrent mr appears to be a cascading effect of the incomplete coaptation. Furthermore, mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a restricted posterior leaflet. Two clips were implanted, reducing mr to 1. One day post procedure, transthoracic echocardiogram (tte) noted the mr increased to 4. Transesophageal echocardiogram (tee) found one clip had detached from the posterior leaflet (single leaflet device attachment (slda)). No additional information was provided.